Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator and later expired in a hospital. The device is not available for evaluation at this time. A follow-up report will be filed when the manufacturer's investigation is complete.

Manufacturer narrative:
It was initially reported a patient became disconnected from a ventilator and later expired. The reported event occurred at approximately 16:00:00 local time on (B)(6) 2017. The ventilator was returned to the manufacturer for evaluation. The device's event logs were reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. The event logs indicate a low peak inspiratory pressure alarm began sounding at 15:01:59 local time on (B)(6) 2017 with a duration of 2686 seconds, approximately 44.7 minutes. At 15:02:17 local time on (B)(6) 2017 a patient circuit disconnect alarm began sounding with a duration of 2670 seconds, approximately 44.5 minutes. The patient circuit disconnect condition appears to have been corrected after 44.7 minutes had elapsed. At 16:01:26 local time on (B)(6) 2017 a low peak inspiratory pressure alarm began sounding with a duration of 423 seconds, approximately 7 minutes. At 16:01:43 local time on (B)(6) 2017 a patient circuit disconnect alarm began sounding with a duration of 406 seconds. Neither of these alarms were acknowledged until 16:08:29 on (B)(6) 2017 when the ventilator was powered off. The ventilator was not powered on again until 11:38:58 local time on (B)(6) 2017. The patient was transported to another hospital and later expired. During the evaluation of the ventilator at the manufacturer's service the ventilator failed a step during testing. The device's active exhalation control module was replaced to address the issue. This issue had no impact on the reported event. The manufacturer concludes the ventilator operated and alarmed appropriately to alert the caregiver(s) of an event(s).

Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failing was due to the proportional valve being stuck open.